Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to helix issues. Also, a fracture was suspected. This lead was then successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, continuity test confirmed conductors are intact. Laboratory analysis was unable to confirm the reported field allegation of fracture. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to helix issues. Also, a fracture was suspected. This lead was then successfully replaced. . No adverse patient effects were reported.